Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. Specific device malfunction: sg-200c, lot 24k. Additional devices mentioned, unknown if concomitant: fb-233d, lot#: 24k20 and bc-204d-2010, lot#: 24k. The service center evaluated the returned subject device along with biopsy forceps and cytology brush. The subject device insertion tip was bent about 1mm from the tip. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. The x-ray impermeable chip was detached. The tip of the tube was crushed and deformed into an elliptical shape as a whole. From the fixing marks of the x-ray opaque chip remaining in the tube, the position was confirmed where the x-ray opaque chip was fixed.

Event description:
The customer reported to olympus during a diagnostic bronchoscopy biopsy under fluoroscopy, the impermeable tip of the sheath fell off in the patient's lung. The surgeon attempted to retrieve the opaque tip for nearly two hours using a respiratory endoscope and biopsy forceps but was unsuccessful. The intended procedure was completed with a similar device. There was a two hour surgical delay. It's unknown if the patient was under general anesthesia. The patient was discharged and no harm or injury occurred. The customer reported the patient's health status has not worsened. The patient returned on (B)(6) 2022 for diagnostic findings. The facility reported if lung cancer is a confirmed diagnosis, another procedure will be scheduled at a later date to retrieve the device fragment from inside the patient. If the diagnosis is benign, then the device fragment will be left inside the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The legal manufacturer was able to reproduce the x-ray opaque tip falling off using retained samples: guide sheath (sg-200c: lot number 24k) and biopsy forceps (fb-233d: lot number 24k13). A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following mechanism: the x-ray opaque tip at the tip of the guide sheath was crushed for some reason. A biopsy forceps (fb-233d) was inserted into the guide sheath and caught on the radiopaque tip. The biopsy forceps (fb-233d) was pushed out while being caught by the radiopaque tip, and the radiopaque tip fell off. Regarding the collapse of the tip of the guide sheath, the cause could not be identified. Regarding the bending of the insertion site, we presume that the guide sheath was bent during handling such as insertion into the endoscope, but we were unable to identify the cause. The instruction manual contains the following descriptions, and it warns against this event. When I checked the contents of the instruction manual (drawing number gk6519 version 9), I found the following warnings. ·when inserting a treatment tool or ultrasonic probe into the guide sheath outside the endoscope, when inserting a treatment tool or ultrasonic probe into the guide sheath inserted into the endoscope, when inserting the treatment tool or ultrasonic probe into the guide sheath when moving the probe back and forth, and when pulling out the treatment tool or ultrasonic probe from the guide sheath, keep the tip of the inducer straight in the case of the inducer, and close the cup of the biopsy forceps in the case of the biopsy forceps. In the case of a biopsy brush, pull the brush part into the tube and do it slowly. If you feel any abnormal catch or resistance, do not stick out the treatment tool or ultrasonic probe from the tip of the guide sheath, and stop using it immediately. [The x-ray opaque tip of the guide sheath may be misaligned or fall off. ] ·when inserting a therapeutic instrument or ultrasonic probe into a guide sheath outside the endoscope, inserting a therapeutic instrument or ultrasonic probe into a guide sheath inserted into an endoscope, when moving the probe forward or backward, or when pulling out the instrument or ultrasound probe from the guide sheath, keep the tip of the inductor straight and close the cup of the biopsy forceps. In the case of a cytodiagnosis brush, pull the brush part into the tube and slowly perform the procedure. If you feel any abnormal catching or resistance, do not protrude the treatment instrument or ultrasonic probe from the tip of the guide sheath and immediately stop using it. [The x-ray opaque tip of the guide sheath may become misaligned or fall off. ] ·when using a guide sheath, do not apply a strong angle to the endoscope. If the resistance is high and it is difficult to insert the ultrasonic probe or treatment tool inserted into the guide sheath and the guide sheath into the endoscope or pull it out from the endoscope, the ultrasonic probe or treatment tool cannot be pulled out from the guide sheath. If so, return the endoscope angle to the point where it can be inserted and removed without difficulty. If it still does not pull out, pull the guide sheath, ultrasound probe or procedure, and endoscope together from the patient. [The x-ray opaque tip of the guide sheath may be misaligned or fall off. Alternatively, other damage to the equipment may occur. ] ·when using a guide sheath, etc., do not bend the endoscope strongly. If the guide sheath and the ultrasound probe or treatment instrument inserted in the guide sheath are difficult to insert or remove from the endoscope due to high resistance, the ultrasound probe or treatment instrument cannot be pulled out from the guide sheath. In that case, return the angle of the endoscope to the point where it can be inserted and withdrawn without difficulty. If it still cannot be pulled out, pull out the guide sheath, ultrasound probe or therapeutic device, and endoscope together from the patient. [The x-ray opaque tip of the guide sheath may become misaligned or fall off. Or other damage to the equipment may occur. ] ·when inserting an ultrasonic probe or treatment tool into the guide sheath inserted into the endoscope, slowly move the guide sheath within the field of view of the endoscope or under fluoroscopy, and insert the x-ray opaque tip inside the guide sheath. Insert after confirming that there are no abnormalities such as misalignment or dislocation. If any abnormality is suspected, discontinue use. ·when inserting an ultrasonic probe or therapeutic instrument into a guide sheath inserted into an endoscope, move the guide sheath slowly within the field of view of the endoscope or under x-ray fluoroscopy, and make sure that the radiopaque tip inside the guide sheath is insert after confirming every time that there is no abnormality such as misalignment or disconnection. Discontinue use if any abnormality is suspected. ·after the guide sheath is pulled out from the endoscope, the tube buckles or tears in the guide sheath, the position of the x-ray opaque tip shifts, and the tip falls off regardless of whether or not the guide sheath is reinserted into the endoscope. Make sure that there are no abnormalities such as. Do not use if any abnormality is suspected. If the x-ray opaque chip has fallen off, and if it has fallen into the body, check that it has not fallen into the body. ·after the guide sheath is withdrawn from the endoscope, regardless of whether or not the guide sheath is reinserted into the endoscope, the guide sheath may cause buckling or tearing of the tube, displacement of the radiopaque tip, or detachment. Always check that there are no abnormalities such as do not use if any abnormality is suspected. If the x-ray opaque tip has fallen off, or if it has fallen off inside the body, check to see if it has fallen off inside the body. ·when inserting the treatment tool into the guide sheath, do not force it if there is significant resistance. Also, do not insert the biopsy forceps with the cup open or with the brush part of the biopsy brush protruding from the tube. It may cause damage to the endoscope and this product. ·do not force the instrument into the guide sheath if there is significant resistance. Also, do not insert the biopsy forceps with the cup open or the brush portion of the cytology brush protruding from the tube. It may damage the endoscope and this product. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received through follow up: during an examination in (B)(6)2022, a radiopaque tip fell off, but the radiopaque tip has not been retrieved to date. The patient is still retrieving treatment but from a different doctor. In addition to her cancer diagnosis, she was also shocked by the complications that arose during her previous exam.

Manufacturer narrative:
This report is being supplemented to provide additional information received through follow up.